Event description:
Information received by medtronic indicated that the insulin pump was bumped and cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for cosmetic damage located at the back and bottom found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up and continued testing. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored and no blank display noted. Blank display was confirmed due to shifted battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back and bottom of the pump. Blank display was confirmed due to shifted battery tube assembly.